Event description:
It was reported that the device 8015 pcu had unresponsive keypad. There was no patient involvement.

Manufacturer narrative:
Correction: device eval by manufacturer?. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, imdrf annex b grids and manufacturer narrative. Omit: b21 - type of investigation not yet determined. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the device 8015 pcu had unresponsive keypad. There was no patient involvement.